Event description:
On (B)(6) 2013, the pt reported a medical claim to our (B)(4) affiliate. The pt reported he switched from 1day acuvue moist lenses to 1day trueye lenses. The pt stated that he had discomfort on (B)(6) 2013 and consulted his prescribing eye care professional (ecp) on (B)(6) 2013. The pt was diagnosed with a corneal ulcer in his left eye (os). The pt was instructed to discontinue contact lens wear for 2-3 weeks. The pt does not remember the date of the first follow-up visit. The pt stated that he returned for follow-up on (B)(6) 2013 and he had fully recovered. The director of the clinic stated that the pt was seen approximately three times in the clinic. No info was rec'd regarding medications. The contact lens in question was discarded. Multiple attempts to obtain remaining lenses from the same lot were unsuccessful. Info rec'd from complainant was limited and suggested potential serious injury and is being reported as worst case.

Manufacturer narrative:
A lot history review was performed and did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. This lot was produced under normal conditions. Based on all available info, no causal factors can be determined and no conclusion can be drawn. Add'l info will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.